Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for an unknown indication for use. It was reported that the patient ¿tried the implant, and it didn¿t work¿. It was indicated that the patient disconnected the call and therefore patient services was unable to get more information regarding what therapy ¿didn¿t work,¿ as well as patient, physician and serial/model number information. No further complications were reported/anticipated.